Manufacturer narrative:
The provided qc data is acceptable. Samples were centrifuged for less time than recommended, which can cause sampling problems. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low tpuc3 total protein urine/csf gen.3 result for one patient urine sample from the cobas integra 400 plus analyzer. The initial result was 20.3 mg/l. The repeat results with a 1:10 dilution were 4444.7 mg/l and 4418.8 mg/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 30792101 with an expiration date of (B)(6) 2019.